Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the hospital had made a decision to exchange the lvad with another lvad. No information was provided to the manufacturer regarding the patient's symptoms and/or device issues that occurred prior to the pump exchange. Pathology findings provided to the manufacturer indicated there was no evidence of tamponade physiology when the patient's sternum was opened; however, a moderate clot was found between the right side of the sternum and right lung.

Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support. The expalnted device was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report # (B)(4) was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.